Manufacturer narrative:
Additional manufacuring narrative: : the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage or defects. However, the pads on the electrodes were removed and there was fiber remains from the pads and dried gel deposits on the electrodes. A continuity test across the surface of the electrodes was conducted after removing the fibers and the dried gel deposits. A good continuity was observed across electrodes r1, r2, l1, l2, cb, and CT and between the electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. Customer's complaint was not duplicated., corrected data: model # was corrected from 4248 to 4248-3.

Event description:
The customer reported lower psi value than normal range. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported lower psi value than normal range. No patient impact or consequences were reported.